Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they have had a return of original symptoms that returned within the last week ("about last sunday or monday"). Pt reported their bladder is not emptying and not getting an urge to empty. Pt stated they are feeling stimulation fluttering. Pt stated they are self cathing twice per day and the volume of output is higher than it should be. Pt stated they are only supposed to cath once per day. Pt stated therapy was working fine for the first month. Pt stated they contacted hcp and was told to adjust therapy. Reviewed therapy overview. Pt confirmed therapy is on at 1.5v, program 1. Pt stated they have increased stim from 1.4v to 1.5v after one month follow up appt. With hcp because pt stated their "numbers were a little bit high". Pt increased stimulation to 1.9v on call and confirmed feeling stimulation stronger, but confirmed still comfortable. Pt stated hcp advised not to increase stimulation above 2.0v. Pt will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement. Agent did not ask about the circumstances that led to the reported issue.  The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.

Event description:
Additional information was received from patient. They reported the retention was prior to the device. The retention has not worsened. Catheterization is a standard of care for the patient. ***MDR decision updated to not reportable. No additional supplemental reports are required unless addition information received indicates reportable event***

Manufacturer narrative:
H10: codes in h6 have been updated to reflect the new information. Patient code (B)(6) no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.